Event description:
Additional information was received on 10/3/2025: the patient underwent initial surgery on (B)(6) 2025, during which an ar-4158ds-16b dynanite pip was placed. At the (B)(6) 2025 visit, imaging confirmed the implant was intact. On (B)(6) 2025, during a physical therapy session at the clinic, the patient reported stubbing the toe on a barbell on (B)(6) 2025, followed by pain and swelling. X-rays taken at that time revealed a broken implant and mild toe deformity. The patient returned the following day for a full evaluation, which also served as the 6-week study visit. The patient confirmed that the toe had appeared crooked since the injury. Immediately following the incident, the patient treated the symptoms with ice and elevation. At the (B)(6) 2025 visit, the healthcare provider recommended monitoring healing across the third toe, as no gross malalignment was present. At the (B)(6) 2025 visit, the patient reported improvement in pain and function while using a spacer between the second and third toes. The patient expressed satisfaction with the current condition of the toe, despite its crooked appearance. Continued use of the spacer was advised, with a follow-up scheduled in three months. The implant remains in place. The patient is still enrolled in the study and is expected to return in (B)(6) 2026 for the 1-year follow-up visit. Additional information was received on 10/6/2025: the healthcare provided indicated that it is unclear whether this event can be directly attributed to the arthrex implant. The patient currently has a broken implant at the junction where the tines meet the screw-in portion. The break may have resulted from the reported toe-stubbing incident. However, considering the injury occurred six weeks postoperatively, it would be expected that the implant could withstand such mechanical stress.

Manufacturer narrative:
Additional information: b5, d1, d2a, d2b, d4, g3, g4, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the event is patient-specific, attributed to post-operative trauma to the toe.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported that a patient enrolled in the clinical study 'prospective study of hammer toe fixation using an intramedullary nitinol implant' experienced a stubbed toe, and the implant broke. No further information was provided. Additional information has been requested.